Event description:
According to the reporter: during CABG triple graft with lad lima connection (open procedure), sutures threads broke when the surgeon threw an knot while performing distal anastomosis. Suture was hydrated to make passage smooth. The surgeon employed continuous suturing technique. The patient has to be shifted from beating heart to on pump surgery because of continuous breaking of distal anastomosis suture which triggered the blood pressure of the patient to prevent permanent impairment of a function so it led to extension in surgical time up to 2 hours. The device was being applied to saphenous vein. There was unanticipated tissue loss as a result of this problem. There was tissue damage due to continuous needle prick as the thread was breaking continuously so surgeon had to harvest another vein for the additional graft as a result of this problem. Used another suture to resolve the issue in order to complete the case. Patient was temporarily injured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.